Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported water did not come out although irrigation was performed during surgery. The surgery type was unknown. The surgery was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates no adverse trend for this lot for this event. The customer reported water did not come out during irrigation, however, the entire cassette was saturated and found wet with fluid. It has been found in lab testing that excessive use of any single use product may contribute to functional breakdown. The directions for use (dfu) states that the company products are validated for single use only and should not be reprocessed or reused. The fluid saturation of the cassette resulted in the entire cassette housing turning from clear to opaque which will interfere with the console sensors and inhibit the capacity of the system to detect fluid cassette levels during normal operation. The condition of the cassette rendered the device inoperable as a system error occurred each time the laboratory attempted to test the cassette. Drying did not improve the condition of the cassette. The customer should be reminded the directions for use (dfu) instructs the user during setup of the device to "visually confirm that adequate air and fluid infusion flow is occurring prior to attachment of the infusion cannula to the eye." In addition, the system is designed to perform self-checks to ensure proper functionality. If the system detects an issue that may compromise the integrity of the system¿s output, then the system is designed to produce a system message to alert the user and to disable the affected function or system until the issue has been resolved. This is meant to preclude use of a compromised function or system for surgery. The root cause of the customer's event could not be conclusively determined. The condition of the cassette rendered the device inoperable as a system error occurred each time the laboratory attempted to test the cassette. Drying did not improve the condition of the cassette. No action will be taken for this occurrence as the sample condition was inoperable for laboratory root cause evaluation. All finished good lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. No adverse trends have been observed associated with the reported product and event. The manufacturer internal reference number is: (B)(4).